Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced low r-waves during the implant procedure. The lead was moved three times before accepting the diminished sensing values. The right ventricular (rv) lead remains implanted and in use. No patient complications have been reported as a result of this event.